Event description:
The user facility reported a leak in the hyperthermia pump disposable. The heat exchanger component developed a leak after the first chemo drug was added. It was changed with the same lot number and case continued uneventfully. However, the disposable event in this incident was discarded due to contamination.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The disposable set involved in this incident was not returned to belmont for evaluation since it was discarded due to contamination. The medwatch has date of event as aug 7th whereas, we were informed that the date of the event was 6th aug by the user. Incident was initially reported to belmont by the user on aug 6th, 2024 that there was a leak in the hyperthermia pump disposable. The heat exchanger component developed a leak after the first chemo drug was added. It was changed with the same lot number and case continued uneventfully. However, the disposable event in this incident was discarded due to contamination. There is no patient harm associated with this incident. Based upon the information provided, belmont documented the incident to be non-reportable at that point. Subsequently, we received medwatch report #mw5158386 on sept 5th, 2024, which per our procedure requires us to submit a report. It was reported that chemo drugs were added to the device. The hyperthermia pump manual states that, "the hyperthermia pump¿ has not been evaluated for the delivery of chemotherapeutic agents". It could not be determined if the addition of the chemo drugs contributed to the reported leak. No patient impact was reported as a result of this incident. The cited disposable set was not available for investigation as it was contaminated. A thorough investigation could not be performed. A retain sample from the same lot was not available therefore could not be reviewed. No device malfunction could be verified and the root cause could not be determined. All disposable sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Belmont will continue to monitor these issues moving forward.